Event description:
New information notes that due to anatomy several attempts were made with the initial lead without success. The lead was exchanged simply due to the multiple helix deployments no question of its quality or function. The patient was stable before during and after the procedure. The lead was discarded by the hospital staff.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, the right atrial lead was attempted but was not used and the lead was replaced. No further information was available.